Manufacturer narrative:
Device implanted in the patient's body.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. However, patient outcome of stroke is noted in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
During the procedure a stent and 10 coils were deployed in the aneurysm at the tip of the basilar artery. The patient experienced an asymptomatic cerebral infarction and mass effect. In the physicians opinion the cerebral infarction was caused by thromboembolism. The physician stated that the mass effect was due to the oculomotor nerve was "compressed on the coil mass" (the subject device) and the patient suffered diplopia as a result.

Event description:
During the procedure, a stent and 10 coils were deployed in the aneurysm at the tip of the basilar artery. The patient experienced an asymptomatic cerebral infarction and mass effect. In the physicians opinion the cerebral infarction was caused by thromboembolism. The physician stated that the mass effect was due to the oculomotor nerve was "compressed on the coil mass" (the subject device) and the patient suffered diplopia as a result.